Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised to uninstall the mobile app, forget the pump from the bluetooth menu, reinstall the app, and attempt to pair again, as the issue was attributed to the pump button rather than the app itself.